Event description:
It was reported to covidien on (B)(6) 2010 that a customer has an issue with an scd sleeve. The customer reports that the pt had lumbar decompression and lumbar fusion on (B)(6) 2009. The pt sustained bilateral heel pressure sores stage 2. Right 10.5 cm x 7 cm. Left 8.5 cm x 9.5 cm. Physician opened blisters and treated with adaptic. Pt eventually needed plastic surgery to close heel wounds. At 6 months, the right heel was healed, left heel still open. At 9 months, no mention of either heel wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.